Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from peritonitis (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the attendant was performing continuous ambulatory peritoneal dialysis without proper training. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazoline 1g once daily (duration not reported) and intraperitoneal ceftazidime 1g once daily (duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient is recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.